Event description:
It was reported that the patient experienced a pericardial effusion after placement of the device and atrial lead. It was further reported by the patient that the lead "came loose" and had "pierced the lining of [their] heart" and their lung was "filling up with fluid". The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information was received from FDA report # (B)(4).

Event description:
It was reported that the patient experienced a pericardial effusion after placement of the device and atrial lead. The lead remains in use. No further patient complications were reported as a result of this event.